Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction coincident with peritoneal dialysis therapy. The patient was hospitalized due to the event. Treatment was not reported. It was not reported whether the patient was connected to the homechoice at the time of the event. The outcome of the event was not reported. No additional information is available at this time.